Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. It is unknown if an alarm occurred while the device was in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was found in the ventilator's downloaded event log. The internal battery needs to be replaced to address the issue. No repair has been made to the device. The unit is not needed for inventory and is being scrapped.